Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 586638m adaptor, 407652 ra lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented with weakness, confusion, and syncope. Their heart rates were below the device's lower rate. The device remains in use. No patient complications have been reported as a result of this event.